Event description:
It was reported that the patient was having difficulty taking a reading and troubleshooting was attempted with mera. Waveform review is suspicious of possible sensor migration into the right ventricle. Recommendation to follow-up with cxr to confirm the current sensor location. Pending update from clinic.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.